Event description:
The customer was contacted regarding the malfunctioning of the insulin pump, and she reported being hospitalized almost a year ago. The customer mentioned that she lost her husband this past (B)(6) and had not pay attention to herself as she attempted to care him. The customer stated that she continued having black outs and was found unconscious. The customer stated that her son gave her a peanut butter until she regained consciousness. The customer mentioned having another low episode of 65mg/dl during a funeral, and she drank a glass of orange juice. The customer stated that she does not remember much on the events. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.